Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 5:00 am for a high blood glucose level of 540 mg/dl and diabetic ketoacidosis. The customer stated that there were no significant events that could have led to the issue. The caller who was the customer's mother states that they pump is not functioning correctly. The customer states no further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.